Event description:
It was reported via repair work order that the brakes would not engage properly due to damaged brake crank assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.